Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws stopped working. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The product was returned for investigation.

Manufacturer narrative:
Investigation: the hemopro 2 and cannula were returned to the factory for eval. They showed no signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the device using a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The device also performed according to specs during an eval of the safety shut-down mechanism. Resistance and jaw force measurements of the device were within the required specs. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).